Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies aneurysm perforation or rupture and hemorrhage as potential complications associated with use of the device. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2021-00098.

Event description:
It was reported that a subarachnoid hemorrhage (sah) due to an anterior communicating artery aneurysm was treated with a web device. The sah was not bleeding prior to treatment and the patient was stable. A via microcatheter was placed inside of the aneurysm and the web device was advanced up to the tip of the microcatheter. An angiographic run was performed and a rupture of the aneurysm was identified. The web device was deployed in the aneurysm and the rupture was controlled. It could not be determined which device caused the rupture. It was also not know if this was a perforation of the aneurysm or a re-bleed. The patient status is reported to be "ok."